Event description:
The coil (subject device) was returned for analysis and it was discovered that the subject device delivery wire was broken/fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, only a part of the delivery wire was returned. The main coil was seen to be kinked/bent. The coil delivery wire was found to be broken/ fractured. A functional inspection was unable to perform due to the condition of the returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis of the returned device. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject coil was inserted into the microcatheter; however, the coil became difficult to be advanced from the middle of the shaft due to resistance. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure. The reported event could not be replicated however, the analysis results are consistent with the reported event. The as reported code 'coil in catheter friction' will be assigned a probable cause of procedural factors and the as analyzed code 'main coil kinked/bent' will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. The as analyzed 'coil delivery wire broken/fractured during use' will be assigned a probable cause of handling damage because this complaint appears to be associated with handling of the product or portion of the product during the procedure.